Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during a rectal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the hemostatic clip could not be closed at the second time after the first closure and it could not be detached from the connecting tube. The device was directly pulled outside of the patient's body, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the bushing tabs were rounded, and bushing hooks measurements were out of specification, indicating that the device experienced a deployment problem.

Manufacturer narrative:
Initial reporter last name: (B)(6). (B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned separated in a bag. Microscope examination was performed and it was noted that the bushing had hit marks, bushing locking tabs looked rounded and activations had been performed on the clip assembly. Dimensional analysis was performed on the outer diameter of the bushing, and it was found to be within specification. A dimensional analysis was performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were found to be out of specification. Additionally, the bushing locking tabs were measured and both sides had asymmetric measurement. No other problems with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.